Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision was that the battery was not charging adequately. The patient underwent a procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.